Manufacturer narrative:
The customer returned camera head ch-s400-xz-ea serial number (B)(6) and was returned to the servicing group for the issue of "no image." The user's request was not confirmed after hours of extensive testing. Additionally a faded label was also found. A device history record review was completed, and no issues that could have caused or contributed to the reported issue. As the customer's allegation could not be confirmed, root cause of this failure could not be identified. However, it is possible that it could be attributed to another device. Olympus will continue to monitor the field performance of this device. This report will be supplemented if additional information becomes available at a later date.

Event description:
The customer reported to olympus, the 4k autoclavable camera head had no image. The issue was found during preparation prior to sedation, and the diagnostic procedure was completed with a similar device. There were no reports of patient harm.